Manufacturer narrative:
The customer contacted siemens customer care center and reported that on (B)(6) 2018, a discordant, falsely low wbc result was obtained on a patient sample on the advia 120 hematology system with autosampler. The customer reported that the system was on standby for over an hour on the day of the event and siemens advised the customer to run a "primer run" prior to running patient samples when the system is not in use for an extended period in time. On (B)(6) 2018, the customer reported that they did not observe any issue with the system. As per siemens' instructions, the customer ran two samples using the auto closed-tube sampler (acts) and manual open tube sampler (mots); the white blood cell (wbc) results using acts and mots for the first two samples were similar. The customer observed a difference in wbc results between the acts and mots modes during the last correlation study. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the system, ran an acts wbc precision study, resulting within expected ranges. The cse determined that the red blood cell metering syringe and acts needle were required to be replaced on the system. On (B)(6) 2018, the cse returned to the customer's site and replaced the red blood cell metering syringe and acts needle, baso and perox syringe plungers, the baso and perox flow cell tubing, all straws, the baso and perox sheath filters and the unified fluids circuit (ufc) coupling (including the waste/aspiration tubing). Then, the cse checked the valves and ran quality controls and a precision study, resulting acceptably. Siemens determined that no other issues have been reported by the customer since the service visit. Based on the advia 120/2120/2120i hematology systems operator's guide, the autosampler needle and/or the manual sampler needle should be replaced every 6 months. The cse determined that the autosampler needle was not replaced for almost a year. The cause of the event was potentially related to the customer's lack of required maintenance. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low white blood cell (wbc) result was obtained on a patient sample on an advia 120 hematology system with autosampler, using the auto closed-tube sampler (acts). The discordant result was reported to the physician(s), who questioned the result. On (B)(6) 2018, the patient was redrawn and run on the same instrument, resulting in a higher wbc result. The initial sample was rerun on the same instrument, resulting in a higher wbc result than the initial result. The repeat result, obtained on the initial sample, and the result obtained on the new sample were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low wbc result and differences obtained for other parameters of the cbc.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00223 on (B)(6) 2018. Sections attachment "MDR 2432235-2018-00223 attachment 1" indicate that the repeat results, obtained on the initial sample, were reported to the physician(s). Corrected data (B)(6) 2018): the repeat results, obtained on the initial sample, were not reported to the physician(s). Sections were updated to correct this information.

Event description:
The repeat results, obtained on the initial sample, were not reported to the physician(s).